Event description:
Reported from user facility that shortly after the employee removed the load from the sterilizer, employee experienced buring on their palm and thumb. The employee was seen by employee health, the hand was bandaged. The next day the wound was draining and treated with bactrim oinement. No vaporizer plate was in place at the time of this event.